Event description:
It was reported that approximately sixteen (16) months post ventricular assist device (vad) implant the patient became ventilator dependent and expired from respiratory failure. The patient had severe chronic obstructive pulmonary disease (copd) prior to vad implant which led to the ventilator dependency.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that sixteen (16) months post-implant the patient became ventilator dependent and expired from respiratory failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory failure and death are known potential complications associated with the implantation of a vad. Of note, the patient had severe chronic obstructive pulmonary disease (copd) prior to implant which led to the ventilator dependency. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.